Manufacturer narrative:
The evita 4 (99,000 operating hours, produced in november 1999) including its logbook, was available for the investigation. In a multi-day endurance run no deviation of the device from the specification could be determined. Based on the logbook entries it can be determined that the device performed one warm start on the day of the event followed by the alarm mv low. Around the time of the warm start, the user also pressed the alarm suppression button. The entries of the error log do not give any indication of a hardware defect. Based on the results of the investigation, it is likely that the device has rebooted due to external electrostatic effects exceeding iec60601-1-2 standard requirements. During a warm start, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while in use on a patient the device switch itself off twice and both times restart again after 1 second. The device was taken out of use immediately. No injury has been reported.